Event description:
It was reported that (3) msm20 device was used during a mastectomy procedure. It was reported by the rep that the clips from all (3) clip appliers involved were spiting and coming out. All malformed and (3) were from the same lot. A fourth clip applier from a different lot, was opened and fired without incident. It is unknown how the case was completed.